Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board, display adapter board, and image processor board were replaced as a precaution during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported they are having a problem, the 9800 system is going to black screen outside of a procedure. No pt injury was reported.